Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had station in offline. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had station in offline. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The field service engineer (fse) had opened the e-drawer and unplugged all cables connected to the power module to verify power functionality. Upon reconnection, power was successfully restored. The fse then unplugged the pyxis bus cable in the main station, which resulted in the station powering on. Systematic testing was conducted by plugging and unplugging each drawer individually, during which full height drawer 5 was identified as the source of the issue, as it prevented the station from powering on. The fse removed the drawer and replaced the drawer controller board. After reassembly, the station was powered on with no further issues. The customer was able to log in and complete inventory on drawer 5 successfully. The system functioned as intended after the field service engineer repaired the device.